Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the flat filter and snaplock assembly with no relevant findings. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the flat filter and snaplock assembly with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample. No further action is required at this time.

Event description:
The rotatable collar of the filter got detached as the user did not screw it enough during use on a patient. Therefore, the catheter was removed and replaced with a new kit. The sales rep. Explained how to use the filter properly and handed the guide, asking to get informed in the hospital.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The rotatable collar of the filter got detached as the user did not screw it enough during use on a patient. Therefore, the catheter was removed and replaced with a new kit. The sales rep. Explained how to use the filter properly and handed the guide, asking to get informed in the hospital.